Event description:
It was reported that patient was in car accident and suffered tear in saggital sinus. After introduction of microsensor, icp pressure was reported to have spiked and eventually dropped with negative readings, although customer did not believe the pressure was actually that low. Pt was stable and following commands. Microsensor was to be forwarded to jjpi when dressings and device were removed as per course of treatment. However, the device was thrown away by the hospital.